Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for an episode of ventricular fibrillation (vf), and then the rhythm was redetected in the ventricular tachycardia (vt) zone where anti-tachycardia pacing (atp) was delivered for suspected supra ventricular tachycardia (svt). The rhythm then transitioned back to the ventricular fibrillation (vf) zone, which appeared to still be svt, and the patient received multiple shocks. Intermittent t-wave oversensing (twos) was also observed during this episode which resulted in redetection in the vf zone causing another inappropriate shock. The right ventricular (rv) lead also exhibited undersensing and elevated sensing integrity counter (sic). The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.